Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose of 550 mg/dl and went to the emergency room (ER) on (B)(6) 2026. The customer received intravenous fluids of saline and insulin to address the bg. Customer was released from the hospital 5 hours later on (B)(6) 2026 with the issue resolved an no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.